Manufacturer narrative:
(B)(4). "Per communication with (B)(6) consumer safety officer from the FDA on 22 june 2022, for large quantity complaints, ensure one report is received for each lot number reported; see communication attached in docflow titled "large quantities". One MDR report will be sent for the reported quantity of 14".

Event description:
It was reported that: "during inspection and labeling, we found fourteen bent catheters inside the package." Photo shows bent swgs.

Manufacturer narrative:
(B)(4). The customer provided one photo for analysis. The photo shows fourteen (14) unopened sac kits with signs of folds and creases observed on the packaging and the guidewire towards the distal end. The customer also returned fourteen (14) unopened sac kits along with the original shipping box for evaluation. Visual inspection revealed that 13 out of 14 kits had both the guidewire and the protective tubing kinked, with the kink in the guard precisely aligned with the kink in the guidewire. The remaining kit exhibited bending in both components, but no distinct kinks were observed. Although the customer reported that the "catheters were kinked," it was presumed they were referring to the device itself. The lidstock label clearly states, "do not bend." The damage observed is consistent with defects related to storage and shipping. One kit was opened for investigation. Microscopic examination confirmed the damage to the guidewire and tubing and revealed that the distal and proximal welds were secure and intact. No damage was observed to the catheter. The kink on the guidewire measured 206mm from the tip. The guidewire length measured 350mm, which is within the specification limits of 345mm - 355mm per the guidewire product drawing. The guidewire outer diameter measured 0.51mm, which is within the specification limits of 0.508mm - 0.533mm per the guidewire product drawing. The guide wire was functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "insert tip of guidewire through introducer needle into artery (until depth-marking [if provided] on wire enters hub of needle)." The guidewire was advanced through the 20ga introducer needle, and the undamaged portions were able to pass with little to no resistance. A manual tug test confirmed that both welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user, "do not use if package is damaged." The customer report of a kinked guidewire was confirmed through complaint investigation of the returned samples. In thirteen of the kits, a kink was observed on the guidewire, which aligned with a kink on the protective tubing. The packaging in the customer photo had signs of folding/creasing upon return. The guidewire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. The lidstock label clearly states, "do not bend." Based on the customer description and the sample received, storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "during inspection and labeling, we found fourteen bent catheters inside the package." Photo shows bent swgs.